Manufacturer narrative:
(B)(4). Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. No crack behind the pump near the battery compartment or reservoir tube noted during physical inspection. Pump received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the long crack beginning from the top of the pump , all along the length of battery tube. The insulin pump will be returned for analysis.